Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10953r70, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
The patient came in for a pump refill on the date of this report. The pump was interrogated and a motor stall message appeared. The pump logs were read and it was found that a motor stall occurred on (B)(6) 2015 with a stopped period may exceed tube set message on (B)(6) 2015. The low reservoir alarm occurred on (B)(6) 2015. The patient had not been exposed to an MRI or emi. The patient could not hear the alarms. The patient had a lot more pain, weakness, and had some falls in the last month. The device system was delivering fentanyl. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.